Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, serial# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on 2017-06-12. The rep reported that the lead place d in the mltc was wiped off and then placed in the 8-15 slot and this fixed the high impedance issue. The rep reported that they weren¿t sure of the exact cause but it could have been blood or saline on the lead or mltc.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, serial# unknown, product type: lead.

Event description:
Information was received from a manufacturing representative (rep) regarding a trail patient. It was reported that the rep had completed a trail with one lead and the patient felt stimulation in the out of range. In recovery the patient was not feeling stimulation at 10.5v and impedances were elevated. The rep performed electrode impedance test at 3.0v. No anomalies were found. The rep stated that the therapy impedance was over 4,000 ohms with 1.743 ma and 1.732ma. The rep stated that 0.7v all electrode impedances were out of range and at 3.0v they were elevated anywhere from 5000 to 16000 ohms and was consistent across several reference electrodes. The rep stated they were going to have the patient lie completely flat and see if they could get better coverage/ readings. Technical sourcing specialist (tss) reviewed that the lead may have moves slightly when the patient was flipped from stomach to back in recovery and impedance may need time to normalize and that there doesn't appear to be a clear break in the system at all. The rep stated that they checked multi-lead trialing cable (mltc) connections and it looked normal with no fluid. Tss reviewed to take lead out of mltc and wipe it down, put it into another slot or try a new mltc. Tss suggested if the issue did not resolve they may want to just wait a while with stimulation on and see if impedances normalized overtime. The rep was able to put lead in 8-15 port and also had patient lay flat. Impedances were normal and the patient was feeling stimulation. All was good. No further patient symptoms or complications were reported from this event.